Manufacturer narrative:
The report of a potentially compromised driveline can be confirmed. The submitted system controller log files captured multiple low speed hazard and pump stoppage events. Based on previous complaint experience, the captured events appeared consistent with the potential driveline issue. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing, with an additional 36 inches segment returned. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the black wire approximately 12 inches from the pump housing. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. However, no additional wire breaches were found. The evaluation of the replaced section of the driveline did not reveal an issue that would have contributed to the event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 6 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic with a tear right at the distal bend relief of the driveline. X-rays revealed thinning of the driveline shield. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppages. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. No additional information provided.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018. A new distal end percutaneous lead (driveline) was tunneled out the left upper quadrant of abdomen. The patient¿s lvad, primary system controller and collar was replaced. The patient is stable in the intensive care unit (ICU).